Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image and log files confirmed corrosion in the inline connector of the pump cable in the setting of driveline power fault alarms. Although corrosion could have contributed to the alarms, a specific cause for the alarms and corrosion could not be conclusively determined through this evaluation. The account captured an image of the pump cable inline connector, and review of the submitted image confirmed corrosion residue along the inline connection interface. An abbott representative was onsite on 03feb2025 for cleaning of the inline connection. Review of the submitted log files confirmed driveline power fault alarms that were activated on (B)(6) 2025, at some time between the completion of an exchange on (B)(6) 2025 and the available log file data on (B)(6) 2025, and on (B)(6) 2025. The system appeared to be operating at the set speed without issue, and there were no other notable alarms active in the log files. Although corrosion was confirmed in the pump cable inline connector through the submitted image, a specific cause for the corrosion could not be conclusively determined. Although a specific cause for the driveline power fault alarms could not be conclusively determined, corrosion on electrical contacts can contribute to higher resistance and therefore could have contributed to the driveline power fault alarms. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 2 ¿system operations¿ contains instructions on replacing the modular cable and instructs ¿rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 6 ¿patient care and management¿ warns ¿do not allow patients to swim or take tub baths while implanted with the left ventricular assist device. Patient immersion in water or liquid may cause the pump to stop. Never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop.¿ section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 7 ¿alarms and troubleshooting¿ describes alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 1 ¿introduction¿ warns that the system components must be kept dry. Never take tub baths or go swimming while implanted with the pump. Section 4 ¿living with the heartmate 3¿ contains information regarding how to clean and care for the driveline and driveline exit site. This section also instructs ¿never put the driveline, system controller, or any external equipment (such as the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Immersion in water or liquid may cause the pump to stop.¿ section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later confirmed that the patient did not have modular cable exchanged on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was returning with driveline power fault. System controller and modular cable were exchanged on (B)(6) 2025. It was also noted that there was some green corrosion possibly on patient's connection on the pump side. X-rays contained no obvious areas of concern. The faults were likely associated with the corrosion on the patient's connector. Log files contained the recurrence of the driveline power faults starting on (B)(6)2025. The log files following the exchange indicated the driveline power faults have resolved. Another modular cable was exchanged on (B)(6)2025 while modular connector cleaning was done. The driveline power fault returned and after discussion, the alarms were permanently silenced. Additional log files confirmed the recurrence of driveline power faults. The driveline monitoring values online a were intermittently dropping below the alarm threshold. Additional information stated that another modular cable was replaced on (B)(6) 2025.